Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has had a constrained liner in for approximately 14 years and was showing signs of wear. Surgeon noted how overly active patient was including playing on a trampoline. Constrained locking ring was disassociated from poly and there was black tissue surrounding implants. She had not dislocated in several months but she felt instability during ambulation. Doi: (B)(6) 2003; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.